Event description:
It was reported that a gap was identified between the transfer set and the disconnect cap after connection of the two devices. The caller stated the gap occurred with the chip of the spike port remaining on the spike of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed and damage was noted on the patient adapter. The damage was determined to be unrelated to the reported issue. A leak test, clear passage test, and clamp function test were performed with no issues noted. The uv spike outside diameter was measured and was determined to be within specification. Upon conclusion of the investigation, the reported connection issue could not be identified and a cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.